Event description:
It was reported that an arrythmia occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under monitored anesthesia care (mac) using intracardiac echocardiography (ice) imaging. Venous access was obtained. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access system (was). After tsp, the was and vcc dilator was advanced into the left atrium. At this point the physician decided to cardiovert the patient. After the cardioversion was performed, it was noted the patient began to experience ventricular tachycardia. Physicians were required to use a temporary pacemaker to pace the patient in response to the arrythmia. The physicians decided to abort the procedure. The patient had no further complications and was discharged.